Event description:
It was reported that prior to implant that after flushing air remained stuck in the introducer. During the implant procedure when attempting to aspirate the blood through lumen of the leadless implantable pulse generator (ipg) introducer only air was aspirated into the syringe. Multiple attempts to aspirate blood were unsuccessful. Attempts were made to reinsert the dilator and then pull it out slowly to restore the introducer internal valve¿s position, but with no success. The introducer was examined under fluoroscopy and no blockage at the distal end was observed. Hemostatic valve damage was suspected. The introducer was attempted not used and replaced. The second introducer exhibited the same problem. The second introducer was attempted not used. A third introducer was attempted and initially exhibited the same problem, only air was aspirated but eventually successfully aspirated blood with a syringe after blocking the external entry of the hemostasis valve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The distal seal of the delivery system introducer was torn. The analyst noted the introducer was returned with the dilator inserted into the sheath of the introducer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the introducer was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.